Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with implantable cardioverter defibrillator (ICD) had a syncopal episode and broke their shoulder as a consequence. The patient mentioned having health situations recently. The ICD remains in service. No additional adverse patient effects were reported.